Event description:
Reference manufacturer report number: 3006705815-2019-04415. It was reported that the patient's leads migrated. This was confirmed via x-ray. Surgical intervention was undertaken during which the leads were explanted and replaced, restoring therapy.